Manufacturer narrative:
PMA 510k k210476 this supplemental report is being submitted as a cancellation report 02-aug-2023. Based on the additional information contained within the complaint, the complaint is in relation to the jagwire and not the cook device, thus the parent complaint will be cancelled.

Event description:
This supplemental report is being submitted as a cancellation report 02-aug-2023: based on the additional information contained within the complaint, the complaint is in relation to the jagwire and not the cook device, thus the parent complaint will be cancelled.

Manufacturer narrative:
PMA 510k k210476. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
During attempted endoscopic retrograde cholangiopancreatography (ercp), doctor was using the echotip ultra 19-a with the jagwire straight tip 0.035 in and a piece of the hydrophilic coating was cut off. Unable to retrieve the coating. The following information has been requested via email on (B)(6) 2023 / (B)(6) 2023 / (B)(6)2023. Sg (B)(6) 2023 1. Did any unintended section of the device remain inside the patient¿s body? A. If yes, please describe. 2. Was the patient hospitalized or was there prolonged hospitalization? 3. Did the patient require any additional procedures due to this occurrence? 4. Did the product cause or contribute to the need for additional procedures? A. If yes, please specify additional procedures and provide details. 5. Has the complainant reported any adverse effects on the patient due to this occurrence? 6. Has the complainant reported that the product caused or contributed to the adverse effects? A. Please specify adverse effects and provide details. Please provide the originator a list of additional manufacturer questions required for investigation. Sg (B)(6) 2023 for all complaints, ask: 1. Are images of the device or procedure available? 2. If the report involves a kink or bend in the needle, where is this located on the device (handle end (proximal end) or patient end (distal end))? N/a, handle end, patient end 3. Were any other defects (other than the complaint issue) observed on the device prior to return (e.g. Kink)? A. Please specify if yes. 4. If the device was kinked below the sheath extender, was the kink observed before inserting the device into the scope? 5. If the device is a procore needle, is the device damage located at the notch / core trap? A. If no, please specify where the damage is located: 6. Was gaining access to the target site difficult? 7. Was the device used in a tortuous position? 8. Was puncture of the target site difficult? 9. Please describe the anatomical location of the intended target site (pancreas, stomach, lungs etc.). A. If the lungs, which lymph node was being targeted? E.g. 4r, 11r, 12l etc. 10. Please describe the size of the intended target site. 11. If not with the device in question, how was the procedure performed and/or finished? 12. Was the device damaged in packaging prior to removal? 13. Was the device damaged on removal from packaging? 14. Was force required to remove the device? 15. What intervention (if any) was required? 16. Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? N/a, same procedure, another day 17. Were any other defects observed on the device prior to return (e.g. Kinks, bends, breaks etc.)? A. If yes, please specify what was observed and where on the device it was observed. 18. What is the scope manufacturer and model number that was used? 19. Was resistance felt while inserting the device through the scope? 20. Was the scope recently serviced / repaired? 21. When was the issued with the product noted? On advancement of the sheath/needle or on needle retraction? 22. Was the syringe used during the procedure, after the stylet was removed? 23. Was difficulty experienced while retracting the needle? 24. Was it possible to fully retract the needle into the sheath before removing the device from the patient? 25. Was the endoscope in a flexed or twisted position at any time during the procedure? 26. Was the stylet partially removed when advancing the needle into the target site? 27. How many samples were obtained (passes completed) with this needle? 28. Did any section of the device detach inside the patient? A. If yes, please specify: 29. Was there difficulty locking the sheath (or needle) in place or slipping experienced during use? 30. Was there difficulty in attaching or detaching the device to the accessory channel port on the scope? 31. When the needle tip was advanced into the target site was the distal scope position adjusted so as to strain or flex the needle? 32. If an ebus procedure did the needle tip hit the cartilage rings of the trachea? The following information has been requested via email on (B)(6)2023 / (B)(6)2023 / (B)(6)2023. Sg (B)(6)2023 the following information has been requested via email on (B)(6)2023. Sg (B)(6)2023 please clarify ¿is the failure mode noted regarding the jagwire wire guide. Please specify if there is an issue with the cook ireland echo device used in the procedure.¿ the description notes a hydrophilic coating which would not be associated with the echo device. The following information has been requested via email on (B)(6)2023. Sg (B)(6)2023 following this input the investigation team would like to know if you could please confirm the complaint is about the jagwire wire guide and not a cook device. Per input "the description notes a hydrophilic coating which would not be associated with the echo device¿. Is it safe to assume this complaint about not regarding a cook device? The following information has been received via email on (B)(6)2023. Sg (B)(6)2023 this is associated with jagwire and not associated with a cook device.